Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited a loss of capture during threshold testing. No intervention was reported. There were no patient consequences.